Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified in the lab based on visual inspection. The problem was localized to j1 pin 5 which was found to be broken and pin 6 which was found to be permanently compressed and bent.

Event description:
It was reported to philips that battery bay b has a broken pin. There was no patient involvement.